Event description:
It was reported that upon review of remote transmissions, premature battery depletion was observed. The battery data showed an excessive drop in longevity since last transmission 3 months prior. Subsequently, the device reached eri, and was explanted and replaced. The patient was fine post-procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.